Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The initial failure description "rotary knob not working" occurred during patient treatment. No patient harm occurred. A getinge service technician was onsite on 2020-12-21 for repair. The technician confirmed that the rotary knob was hard to manipulate. According to service order 43542907 dated on 2020-12-21 the 701073408 rotaflow (rf) ICU push & rotary knob has been replaced. The rotaflow function was checked after factory specifications. All tests were passed. The device was returned for clinical use. A similar failure was already investigated in complaint 183428 under investigation report (life-cycle-engineering) lce408. The most probable root cause could be determined as: the friction of the rubber friction ring was greatly reduced by contamination with lubricants. The product in question was produced in 2013-10-24. The review of the non-conformities during the period of 2013-10-24 to 2020-12-28 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences can be excluded. The reported failure "rotary knob not working" was discovered during patient treatment. The device was directly involved in the event and not able to meet its specification. The failure could be confirmed. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required.

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.

Event description:
Flow control knob not working right. Problem discovered last week during use. No harm to patient. Complaint ID: (B)(4).